Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the silicone jacket from the metal connector was confirmed through an onsite evaluation by an abbott representative and through the submitted photo. It was reported on (B)(6) 2020, that the patient¿s driveline needed repaired, and a photo of the damage was submitted. No alarms or adverse patient consequences were reported in association with the event. Technical services arrived onsite on (B)(6) 2020, confirmed the reported damage, and performed a clamshell repair. The submitted photo of the distal end of the driveline demonstrated partial separation of the silicone jacket from the metal connector. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04feb2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline needed repair. It was reported that the patient had a clamshell repair that was completed on 09nov2020.